Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to upgrade the patient to a implantable cardioverter defibrillator, the right atrial lead became dislodged. The physician decided to explant and replace the lead. No patient complications have been reported as a result of this event.